Manufacturer narrative:
When the investigation has been completed philips will inform the FDA.. Medwatch report was created by the customer (mw5065464). (B)(4).

Event description:
Philips received a complaint in which was stated that during a procedure, the cine function would no longer work. Customer would press cine pedal and the system acquired maybe 3 frames and then started looping, after this, the cine would no longer function. Customer was able to use fluoro and they were able to remove the catheter with fluoro. During the case the patient was coded, code blue. Medwatch report was created by the customer (mw5065464).

Manufacturer narrative:
Philips investigated this complaint and came to the following conclusion: the log files were analyzed ¿customer would press cine pedal and the system acquired maybe 3 frames and then started looping them¿after this, the cine would no longer function. Customer was able to use fluoro.¿ these sequences of events are not found in the logfiles > all replays (loopings) are started by hand. The system did not contribute to the adverse event according the hospital physician. The action to upgrade to the system to release 7.2.9 solved the known issue with the slow response of the foot switch. The reported looping of the images were all started by hand according to the logfiles, so with regard to this issue the system was working as intended. The issue with the foot switch was solved by the philips field service engineer that replaced the sib box.(system interface box) the investigator confirmed that the cause of the foot switch not working correctly was related to the defective sib box.